Event description:
Report of bonus delivery without request received from abbott international affiliate. Report states: "patient claims that a bolus was received without a bolus request. This device was constantly alarming and as a result the patient received a 1mg dose without having requested it. The patient was disconnected at once as a result of the above. The incident occurred approximately one hour after patient was taken to the recovery room after surgery." The patient was receiving morphine, device settings were not available. No additional information was available.